Manufacturer narrative:
This follow-up report is being filed to relay the date of the revision procedure, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty (B)(6) 2003. A subsequent revision of the cup was performed on unknown date due to cup loosening. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma,malalignment, bone resorption, excessive activity." The following sections could not be completed with the limited information provided. Date explanted - unknown.

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty (B)(6) 2003. A subsequent revision of the cup was performed on (B)(6) 2012 due to cup loosening. The cup and head were removed and replaced. No further information has been provided.